Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient received one hundred fifteen shocks due to ventricular tachycardia (vt) storm and of those shocks, eleven were aborted. The device went to end of service (eos) approximately a month after implant and interrogation showed a charge circuit timeout. Device replacement is being planned immediately. No further patient complications were reported as a result of this event.